Manufacturer narrative:
A review of the device history record could not be completed without a reported lot number. One used sample was received for evaluation. A visual and functional inspection was complete, and the reported condition was not present in the returned device therefore, the condition reported could not be confirmed. As the device was not found to be faulty, a root cause could not be attributed to manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported they had air in the line. The customer was using mother's breast milk, infusing at 30 ml/hr into a nj. There was no harm to the patient.